Event description:
Cancer [cancer]. Case narrative: initial information received on 08-dec-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 86 years old male patient who experienced cancer after being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml for once (lot number- 8rsl062; expiry date, indication, route: unknown). On an unknown date the patient developed a serious cancer (neoplasm malignant) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. Patient had passed away on (B)(6) 2023 from cancer. This event was assessed as medically significant and was leading to death. It is unknown if an autopsy was done. The cause of death was reported as cancer. Final diagnosis was (fatal) cancer. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (cancer). At time of reporting, the outcome was fatal for the event cancer. Reporter causality: not reported. Company causality: not reportable.

Event description:
Cancer, case narrative: initial information received on 08-dec-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 86 years old male patient who had cancer while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection, liquid (solution) at the dose of 6 ml once (strength: 48 mg/6 ml, lot number- 8rsl062; expiry date: 30-sep-2021, indication, route: unknown). On an unknown date the patient had cancer (neoplasm malignant) (unknown latency). Patient passed away on (B)(6) 2023 from cancer. The care giver did not have much information other than the patient had cancer for a long time. It was unknown if an autopsy was done. The cause of death was reported as cancer. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event. Event outcome: fatal. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant and death. A product technical complaint (ptc) was initiated on 08-dec-2023 for synvisc-one (lot/batch number: 8rsl062, expiry date: 30-sep-2021) with global ptc number: (B)(4). The sample of the ptc was not available. Ptc sated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. (B)(4) continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 13dec23). The production and quality control documentation for lot # 8rsl062 expiration date (2021-09) was manufactured on 18oct18 packaged 4000 singles was reviewed. Was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl062 no CAPA (corrective and preventive action) is required. As of 14dec23 there are 10 complaints on file for lot# 8rsl062 and all related sub-lots. There are 8 complaints on file for lot# 8rsl062: (8) adverse event reports. 1 complaint is on file for lot # 8rsl062b: (1) expiry date. 1 complaint is on file for lot # 8rsl062a: (1) missing component. Sanofi will continue to monitor complaints and trending to determine if a CAPA is required. The final investigation was completed on 20-dec-2023 with summarized conclusion as no assessment possible. Additional information was received on 08-dec-2023 from quality department via other healthcare professional: ptc number and details were added. Strength and formulation was added. Text was amended. Additional information was received on 20-dec-2023 from quality department via other healthcare professional: ptc results and expiry date were added. Text was amended.

Manufacturer narrative:
Sanofi company comment dated 13-dec-2023: this case involves 86 years old elderly male patient who died due to cancer, after being treated with hylan g-f 20, sodium hyaluronate. Based upon the details provided, the causal role of the company suspect drug cannot be established. However, further information regarding patient¿s past medications, concomitant medications, family history and other risk factors would aid in better case assessment.

Event description:
Cancer [cancer]. Case narrative: initial information received on 08-dec-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves a 86 years old male patient who had cancer while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection, liquid (solution) at the dose of 6 ml once (strength: 48 mg/6 ml, lot number- 8rsl062; expiry date, indication, route: unknown). On an unknown date the patient had cancer (neoplasm malignant) (unknown latency). Patient passed away on (B)(6) 2023 from cancer. The care giver did not have much information other than the patient had cancer for a long time. It was unknown if an autopsy was done. The cause of death was reported as cancer. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event. Event outcome: fatal. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant and death. A product technical complaint (ptc) was initiated on (B)(6) 2023 for synvisc-one (lot/batch number: 8rsl062) with global ptc number: (B)(4). The sample of the ptc was not available and the ptc was in process. Additional information was received on 08-dec-2023 from quality department via other healthcare professional: ptc number and details were added. Strength and formulation was added.